Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No further information has been obtained. Additional information was received that the reason for the ipg replacement was device upgrade to magnetic resonance imaging (MRI) capabilities. The patient was doing well postoperatively and the explanted device was kept by the facility.